Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that she underwent a gynecological surgical procedure on (B)(6) 2012 and mesh and mesh were implanted, and underwent a sacral colpopexy, a cystoscopy with suprapubic catheter placement and a rectocele repair. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries including a cystoscopy and revision of the mesh on (B)(6) 2017. No additional information was provided.